Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the postoperative ward check, an raising thresholds was noted on the right ventricular (rv) lead. The output was increased, however, following a chest x-ray at a  later date, it was confirmed that the rv lead  dislodged because a lot of slack was created by the pacing lead . The rv lead was removed. No patient complications have been reported as a result of this event.